Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on screen and which made it hard to read what was on the screen. Troubleshooting was done for cosmetic damage. The customer stated that the insulin pump might be dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with severely scratched lcd window. Device power up properly after battery installation. Device passed displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass however, device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap.